Manufacturer narrative:
(B)(4).

Event description:
It was reported that a change sensor message was displayed. Data was evaluated and the allegation was not confirmed on the reported date of issue. The probable cause could not be determined. The reported event of a change sensor message is reportable based on the finding of an early sensor expiration on a separate date. No injury or medical intervention was reported.